Event description:
It was reported telemetry confirmed a critical alarm was occurring. The alarm was due to 0ml reservoir volume reached. The logs showed the pump went empty (B)(4) 2013. The patient was being managed with oral baclofen so the patient had no symptoms. The hcp planned to order the drug for the pump but wanted to silence the alarm for the time being. The hcp put 5ml in reservoir volume field and set the pump to min rate mode to silence the current alarm. The hcp planned to fill the pump in about 1 week. The pump was used to deliver baclofen. Additional information 10 days later reported a non critical alarm was occurring due to low reservoir volume reached. The hcp had programmed 5ml into the reservoir volume 2 weeks ago to get the alarm to stop, even though they did not fill the pump. The patient had indicated that the pump had been beeping for a while. The pump was filled (B)(4) 2013 with 500mcg/ml. The hcp wanted to cut the dose in half and wanted to know why they could not program a low dose. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).